Manufacturer narrative:
Device was discarded by the hosp. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The customer reported to our kit booking assistant, that the device was broken. No adverse consequence reported by the customer. The customer request an exchange.